Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported during insertion of a tampon she experienced discomfort. After inserting the tampon she noticed the applicator petals were damaged and had scratched her inside. She was uncomfortable for a day or two after but did not seek medical attention.